Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found damaged dso seal, and cracked housing. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the cracked housing was the root cause. The dso sensor and rear housing were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
A "crack" was reported. There was unknown patient involvement.